Event description:
It was reported that during equipment testing, in a procedure by the customer at the user facility, the core impaction drill, got hot. The procedure was completed successfully with no clinically significant delay, no medical intervention, and no adverse consequences reported.

Manufacturer narrative:
The complaint for heat was not confirmed as the product was not received for evaluation. Additional information: customer does not wish to return product.

Event description:
It was reported that during equipment testing, in a procedure by the customer at the user facility, the core impaction drill, got hot. The procedure was completed successfully with no clinically significant delay, no medical intervention, and no adverse consequences reported.